Event description:
A physician reported aspiration could not be performed during cataract surgery. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The cassette was found filled with surgical fluid in returned condition. The fluid saturation of the cassette resulted in the entire cassette housing turning from clear to opaque which will interfere with the console sensors and inhibit the capacity of the system to detect fluid cassette levels during normal operation. It has been found in lab testing that excessive use of any single use product may contribute to functional breakdown. The directions for use states that alcon products are validated for single use only and should not be reprocessed or reused. The root cause of the customer's event could not be conclusively determined. The returned condition of the cassette rendered the device inoperable as a system error occurred each time the laboratory attempted to test the cassette. Drying did not improve the condition of the cassette. No action will be taken for this occurrence as the sample condition was inoperable for laboratory root cause evaluation. No adverse trends have been observed associated with the reported event for this lot. All finished good lots are verified that all required inspections have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending. The manufacturer internal reference number is: (B)(4).